Event description:
The customer reported the basket did not extend and the tube came loose making the device unusable. Additional details were requested regarding the reported event. No additional information was provided. The subject device was sent to olympus for evaluation. During inspection, the tube was found to be broken which prevented the basket from opening. There was no effect on the patient due to the event.

Manufacturer narrative:
The suspect device was sent to olympus for evaluation. The grasping portion was closed when the device was received. The tube was torn near the black tube. The grasping portion was unable to extend from the tube by pushing the ring. The grasping section was unable to open. When the ring was operated by holding the broken area after the tube was straightened, the grasping portion was able to open and close. The grasping portion was not deformed. During replication testing, the basket was opened and closed by tightly coiling the insertion portion as instructed by the instruction manual warnings. As a result, it was confirmed that the tube was compressively buckled near the black tube during the first attempt to close the basket. A review of the device history record found no deviations that could have caused or contributed to the damage to the tube. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it can be inferred that either the products did not meet the specifications or device handling might have contributed to the reported event. If the reported event was caused by a product that did not meet specifications, the likely cause may be the force required to open and close the basket was greater than the standard value, therefore, a compression force was applied to the tube when operating the basket, the tube buckled compressively near the black tube, and repeatedly operating the ring caused the compressively buckled part to stretch and tear which prevented the basket from opening. If the reported event was caused by device handling, it is likely that the tube was bent at an acute angle, the ring was operated and the sliding resistance between the tube and operation wire increased causing compressive buckling of the tube. Repeatedly operating the ring in that condition caused the compressively buckled part to stretch and tear which prevented the basket from opening. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion." "Never use excessive force to open or close the grasping portion. This could damage the instrument." "When the grasping portion does not open and/or close smoothly, do not apply force but set the scope¿s angle back, or move the position of the grasping portion until the basket opens and closes smoothly. If the action is forced, the tube may stretch and the resistance of the handle may increase. Also the calculus may not be retrieved, and/or the grasping portion with calculus engaged may not be removed from the body." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.